Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2013, resulting in fixture loss. The site was sutured closed at that time. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Device is not available for analysis.